Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. The getinge stm determined that the helium regulator was leaking pressure. The fse replaced the regulator and tested system for leaks and the iabp passed all calibration, functional and safety tests performed. The iabp was returned to the customer and cleared for clinical use. The initial reporter is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). Full name of the event site: (B)(6).

Event description:
It was reported that during installation of the cardiosave intra-aortic balloon pump (iabp) by a getinge service territory manager (stm), a helium leak occurred. The tank was full the night before and then overnight the bottle was empty. There was no patient involvement, thus no adverse event was reported. This was an out-of-box failure of the helium regulator.

Manufacturer narrative:
The fse returned the suspect high pressure helium regulator to getinge¿s national repair center (nrc) for evaluation. A senior repair technician evaluated the high pressure helium regulator. It was noticed the seal washer was not found with the high pressure helium regulator. In an attempt to reproduce the failure the senior repair technician then installed the high pressure helium regulator into cardiosave test fixture. The test fixture was power up in special activation mode. No display failure messages were observed. The senior repair technician performed leak test and leak decay test and no failures were found.

Event description:
It was reported that during installation of the cardiosave intra-aortic balloon pump (iabp) by a getinge service territory manager (stm), a helium leak occurred. The tank was full the night before and then overnight the bottle was empty. There was no patient involvement, thus no adverse event was reported. This was an out-of-box failure of the helium regulator.